Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. The device was evaluated in the field and the issue was confirmed; the device had worn and broken/damaged components. The devices were repaired and returned. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 1 </noe> malfunction event, where it was reported the zoom disengaged during use. There was no patient involvement.